Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection; and the reported failure was confirmed. During physical inspection of the device, diodes d24 and d23 on the high voltage power supply board (hvps) board were found burs leading to error e433. Based on the results of the investigation, the reported issue is caused by a component failure of hvps board. A definitive root cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator after switching on, it was restarting automatically with e433 error. The issue occurred during maintenance. There were no reports of patient involvement.